Event description:
The pt experienced a loss of stimulation on the left side. The lead impedances were high. On (B) (6) 2010, the pt underwent surgery to troubleshoot the issue. The lead was broken where it plugs into the extension. A new lead was attempted but could not be replaced. The pt was scheduled for a lead replacement surgery for (B) (6) 2010. Pt was receiving stimulation in both the right and left calf/foot, but it was not enough in the left to help. The pt has excellent right side relief.

Event description:
Customer reportedly received results of 78 mg/dl and 168 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with glucose tables and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.